Event description:
A (B)(6), male, pt's wife, contacted zoll customer support for an unrelated issue. Upon service investigation, 'pulse faults and pulse current faults' were discovered. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor produced 'pulse voltage faults' and 'pulse current faults.' Pulse voltage and pulse current faults would prevent the high voltage capacitors from charging. The cause of the faults is likely failure of the interconnect pca board. The root cause of the failure cannot be positively identified. No adverse event resulted from the faults. The pt received a replacement monitor.